Manufacturer narrative:
Date of event and therapy dates are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2019-08680, 1627487-2019-08681, 1627487-2019-08682, 1627487-2019-08683. It was reported that following trauma, the leads migrated and patient experienced shocking sensation. As a result, surgery occurred to explant the system. The patient could not provide the exact date of explant.